Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. No device performance issues observed that would cause the patient's symptom. Clinic reported medical intervention (antibiotic prescription) on (B)(6) 2018. Miradry reported this incident in a timely manner when medical intervention was known. . Device operator reported inadvertently treating area of burn twice and believed it was the cause of injury.

Event description:
Clinic reported a patient who developed a small minor blister in right axilla 5 weeks post miradry treatment. Doxycycline was prescribed. The clinic noted the blister was improving.